Event description:
Patient was hospitalized for hypoglycemia on december 29, 1998 after she woke up with a blood glucose level of 19 mg/dl. She was given fluids and released. She was hospitalized again on january 3, 1999 with hypoglycemia. Her blood sugar the night before was 516 mg/dl and was still 480 mg/dl in the morning. Her back-up pump is working well, so she would like her primary pump to be tested to see if it could help explain the incidents.